Event description:
The initial reporter stated they received discrepant results for two patient samples tested on a cobas 8000 e 602 module. Results for the following assays were affected: elecsys anti-tpo, elecsys anti-tg, and elecsys ft3. No questionable results were reported outside of the laboratory. The samples were repeated because the initial values did not match the clinical diagnosis of the patients. After receiving the initial values, the field service engineer found a damaged pinch valve. The valve was replaced. The samples were repeated after the service actions. The first sample initially resulted in an anti-tpo value of 600 iu/ml and it repeated as 277.8 iu/ml. The second sample initially resulted in the following values: anti-tg = 215.0 iu/ml. Anti-tpo = 600 iu/ml. Ft3 = 12.52 pmol/l. The second sample repeated with the following values: anti-tg = 18.51 iu/ml. Anti-tpo = 11.9 iu/ml. Ft3 = 4.63 pmol/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The investigation determined the pinch valve replacement resolved the issue.